Event description:
It was reported, the patient was initially implanted with a pump that was too small so ¿they had to go back in¿ and place a larger pump. It was thought the problem was not with the product but with the physician and how he or she handled the product.

Event description:
Additional information later reported there were no associated symptoms. The patient wanted a larger pump. The treatment started with prialt and ended with hydromorphone, bupivacaine and clonidine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).